Event description:
It was reported that during an implant procedure on (B)(6) 2024 system diagnostics recorded high impedances possibly because of lead too tight with the anchor. As a result, the lead and anchor were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6).

Manufacturer narrative:
The reported high impedance was not confirmed. As received, microscopic inspection of swift lock anchor found no anomaly the swift lock anchor functioned as intended. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.